Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead and right ventricular lead exhibited oversensing. The leads were capped and replaced on (B)(6) 2017. Patient was stable before, during, and after the procedure.